Event description:
It was reported that, "pt had a fracture in pelvis and goal of surgery was to replace shell, liner, and head. However, during surgery, pt's vitals were not optimal so head was replaced and pt was closed up."

Manufacturer narrative:
Additional info provided by the sales representative indicated that the pt had complained of pain and an x-ray revealed a "tiny microfracture" in the pt's pelvis. The cause of the fracture was unk. During the revision surgery, the pt's vital signs were not optimal so they closed. However, the surgeon did note that the implanted shell was solid in the bone. The type of shell is unk. The liner was a system 12 crossfire, catalog # 6352-5-104. However, the liner was not replaced during the revision surgery. It was also noted that the hospital is unwilling to release any additional pt data or medical records. A supplemental report will be submitted upon completion of the investigation.